Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to the patient's rotator cuff failing; requiring the revision of a turon to a reverse shoulder prosthesis (rsp).